Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. No frozen screen noted during test and time clock advances properly. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error. Customer's blood glucose level was 290 mg/dl. Customer also stated that the buttons are not responding properly, button are hard to press and insulin pump time advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.